Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201, sn# (B)(6), model: tined lead, UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient is experiencing discomfort and pain at their implant site location with stimulation. The device is currently off. The physician noticed that the patient's implant battery had moved and could tell by visually seeing that it was poking out under the patient's skin and were able to palpate the device. The patient was not prescribed any pain medication. The patient had their full system revision. There were no other issues or complications reported.